Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - viral infection.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient was having flu, diarrhea, she was vomiting and was incoherent. During that time, she was not able to check what was the reading from cgm and was not able to do fsbg. Concerned, her husband and her son brought her to the emergency room (ER) without checking the cgm. Upon arrival at the ER, her bg was checked and it was 1000 mg/dl and her cgm displayed sensor failure. The patient stated that they didn't know that the sensor had failed because t didn't provide an alarm. She was diagnosed with dka and treated with insulin IV. The patient was discharged on (B)(6) 2026 (more than 24 hours). The patient reported feeling fine during the call. No other details were documented. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.